Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The up and down arrow buttons on the insulin pump were very sticky. The customer was unable to clear the alarm. The customer received 4 button error alarms in the last month. Customer's blood glucose level was over 200 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.